Event description:
The family reported that they have always noticed the recipient's hearing performance with the device was poor only on this right side. The recipient always mentioned high volume and discomfort. During in situ testing, antenna in place for a few minutes, the patient exhibits redness in the area. Further technical checks and re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered.

Event description:
The family reported that they have always noticed the recipient's hearing performance with the device was poor only on this right side.